Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event while using the ilet following a ¿more than¿ meal announcement for a meal that the user later stated was not high in carbohydrates; low glucose alerts were received, and the event occurred around the time of an infusion set change with remote assistance. Symptoms included hypoglycemia, with a reported nadir of 64 mg/dl and no loss of consciousness or other acute sequelae. Outcomes included self-treatment with oral carbohydrate and return of glucose above 70 mg/dl without need for medical assistance. Investigation included user interview and troubleshooting with device education. Investigation of this case revealed user misunderstanding of meal announcement relative to actual carbohydrate content, which likely contributed to hypoglycemia. It was concluded that the device functioned as designed and that user-directed meal announcement selection was the likely cause of the event.